Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, an anterior cuff miss occurred. After withdrawing the plunger no suture was present on the needle. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number corrected from 20827j1 to 20830j1. Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. The whole monofilament was returned loose and the posterior cuff and needle tip were attached to the rail end. The link was still attached to the posterior cuff. There was presence of a link bulb. The anterior cuff was engaged to anterior needle tip. Based on the investigation findings, the link was pulled at the anterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.